Event description:
It has been reported to us that during the procedure, the occlusion balloon wire kinked resulting in difficulty in deflating the occlusion balloon. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. At some point during the procedure, the occlusion balloon wire kinked resulting in the occlusion balloon remaining inflated. The physician attempted to then deflate the occlusion balloon; however, the kink in the occlusion balloon wire would not allow the occlusion balloon to deflate. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and deflated the occlusion balloon. The device was removed and replaced with another to complete the case. The patient is reported to be fine. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be performed. Device discarded - not returned for evaluation.